Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The procedure treated the lesion located in the severely calcified left anterior descending (lad) artery. The lesion was pre-dilated. A 2.5x16mm promus element plus stent was advanced to treat the lesion, but could not cross. A vessel dissection occurred proximal to the target lesion with the 2.5x16mm promus element plus stent, but it was reported that it was not a serious dissection. Another promus element plus stent was used to treat the initial target lesion and an unspecified stent was used for bail out treatment for the dissection. No further patient complications occurred and the patient status was ok.

Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).